Event description:
Complaint received from clinician that alleges "patient who received one of our cmf bone growth unit in 2012. He is stating that the use of the unit caused him additional damage to his back, forcing a second surgery" questionnaire was not received from clinician and /or patient. Device not returned to manufacturer for evaluation.